Event description:
Approximately 2 weeks after acl surgery, the pt was stepping down off a step ladder when the post-op brace "collapsed". There was no injury to the pt. The post-op brace was replaced with a different type.